Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "tightness test failed the breathing circuit was removed, and the test failed again." No clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.